Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the patient's estimated blood loss (ebl) was 300 ml and the patient was admitted for monitoring. The patient was hypotensive with systolic blood pressure (sbp) in the 90s wherein the patient responded to fluid bolus overnight. Two (2) days post-procedure (pod02), the patient had a fever. On the third day post-procedure (pod03), the patient was presented to the emergency department (ed) and was admitted. Upon admission, the patient was hypoxic with peripheral capillary oxygen saturation (spo2) in the 80s which was concerning for aspiration pneumonia. The patient's hemoglobin level was 6.9 and the patient was transfused with two (2) units of packed red blood cells (prbc). Computed tomography angiography (cta) revealed no pseudoaneurysms. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0301 captures the reportable event of anemia requiring blood transfusion. Impact code f08 captures the reportable event of "admitted for monitoring" and "admission on pod3." Impact code f2203 captures the reportable event of patient underwent a cta. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2302 captures the reportable event of patient was transfused 2 units prbc.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the patient's estimated blood loss (ebl) was 300 ml and the patient was admitted for monitoring. The patient was hypotensive with systolic blood pressure (sbp) in the 90s wherein the patient responded to fluid bolus overnight. Two (2) days post-procedure (pod02), the patient had a fever. On the third day post-procedure (pod03), the patient was presented to the emergency department (ed) and was admitted. Upon admission, the patient was hypoxic with peripheral capillary oxygen saturation (spo2) in the 80s which was concerning for aspiration pneumonia. The patient's hemoglobin level was 6.9 and the patient was transfused with two (2) units of packed red blood cells (prbc). Computed tomography angiography (cta) revealed no pseudoaneurysms. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: blocks h6 and h10 have been corrected. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0301 captures the reportable event of anemia requiring blood transfusion. Patient code e0506 captures the reportable event of hemorrhage, major. Impact code f08 captures the reportable event of "admitted for monitoring" and "admission on pod3." Impact code f2203 captures the reportable event of patient underwent a cta. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2302 captures the reportable event of patient was transfused 2 units prbc.

Manufacturer narrative:
Block h11: block b2 has been corrected. Blocks h6 and h10 have been updated based on the additional information received on march 15, 2024. Block b3: the exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0733 captures the reportable event of aspiration pneumonia. Patient code e0301 captures the reportable event of anemia requiring blood transfusion. Patient code e0506 captures the reportable event of hemorrhage, major. Impact code f08 captures the reportable event of "admitted for monitoring" and "admission on pod3." Impact code f2203 captures the reportable event of patient underwent a cta. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2302 captures the reportable event of patient was transfused 2 units prbc.

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the patient's estimated blood loss (ebl) was 300 ml and the patient was admitted for monitoring. The patient was hypotensive with systolic blood pressure (sbp) in the 90s wherein the patient responded to fluid bolus overnight. Two (2) days post-procedure (pod02), the patient had a fever. On the third day post-procedure (pod03), the patient was presented to the emergency department (ed) and was admitted. Upon admission, the patient was hypoxic with peripheral capillary oxygen saturation (spo2) in the 80s which was concerning for aspiration pneumonia. The patient's hemoglobin level was 6.9 and the patient was transfused with two (2) units of packed red blood cells (prbc). Computed tomography angiography (cta) revealed no pseudoaneurysms. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.